Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was <400 mg/dl. The customer addressed the blood glucose level by a correction bolus via the pump. Ultimately, the customer reverted to an alternate method insulin therapy.